Event description:
Report 1 of 2. The customer contact reported a leak. The tubing set was being used to deliver carboplatin 759mg/550ml, at a rate of 550ml/hour, via a plum pump. It was reported that within the first 15 minutes after the delivery was started, approximately 20ml of solution leaked at the bottom side of the connection of the sight chamber and the tubing of the tubing set. It was reported that an unspecified volume of solution came in contact with the patient's skin. The customer contact reported that the solution that leaked and came in contact with the patient's skin was cleaned up according to the user facility's protocol. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no causes for the customer's reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.